Event description:
The product is a ezy-dose 2 tsp oral syringe. The product does state in several placed on the label that it is a 2 tsp syringe which it is. At the end of the instructions it states: "contents: one 1 tsp oral syringe with dosage korc". If only this portion were to be read, it would result in a significant dosage error. "Med error".